Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the cannula was returned with the hub pulled from the shaft. On the cannula, the knurling was present as well as the flair on the backside of the shaft. There was cement noted inside the inner diameter of the hub. It appears the shaft was separated from the plastic hub from excessive force. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with osteoporotic vertebral compression fractures; and underwent vertebroplasty at t5, t6, t7, l2. While operating between t5 and t6, intra-op, trocar got stuck in the vertebral body, possibly due to heavy malleting and denser than normal bone. Upon attempting to pull out trocar, the purple hub on superficial end ripped off from the trocar placed in the pedicle and vertebral body. At times, physician was pulling so hard on the needle that the patient was being lifted off of the table. Once the purple hub ripped off, the surgeon had to use vice grips and a mallet to remove the needle from patient to prevent an open spine surgery to remove. The doctor was sure that the bond between the hub and cannula became loose due to heavy malleting. The patient had hematoma at access site, possibly due to excessive pulling force on the trocar and pedicle.